Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer managed high blood glucose with a correction insulin injection by syringe, granddaughter assisted by giving insulin and food. Customer planned to perform pump reset once charging supplies were available, with no pump replacement arranged and case later closed with no further technical support contact requested.